Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that lead to hospitalization and a coma. Additionally, the receiver had intermittent audio output. The patient was sleeping with her receiver under the pillow and did not hear the alarm or feel the vibration. Patient's husband found her unconscious, unresponsive and confused. He took her to the hospital; she was admitted and treated intravenously with rocephin. The patient remained in a coma for two days and was released on (B)(6) 2015. At the time of the call the patient was still tired, mentally confused and disoriented. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia, loss of consciousness, confusion and coma. However, a root cause cannot be determined for the reported events.